Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. No other medical records and relevant medical history of the patient were provided. Compatibility and product history search could not be performed as part and lot number is unknown. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. This article was written by gavin p. Hart, md, jeffrey s. Kneisl, md, bryan d. Springer, md, joshua c patt, md,madhav a. Karunakar, md.

Event description:
It has been reported via journal article, that one patient underwent an irrigation and debridement procedure due to a deep infection.